Manufacturer narrative:
Service was dispatched to the facility. The system was examined. A leaking reagent syringe was found. Service also determined that the motor needed to be replaced, accordingly, several hardware components were replaced over the period of the service call. Operation of the system was verified after the service call. The customer reported no further issues following the repair. Although several components were replaced, the specific root cause of this event could not be determined. This is one of two separate medwatch reports as the malfunction resulted in several erroneous results over several days. See MDR numbers 2050012-2011-02130 for all associated events. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events.

Event description:
Customer reported that several erroneously low glucose cup results were generated by the unicel dxc 600 synchron system over several days. The specific dates and number of individual events were not reported. The system generated critical re-run feature was triggered and yielded results within the expected range. The erroneous results were not reported out of the laboratory. The customer then re-ran the sample and the results were within expectations and consistent with the initial critical re-run results. The corrected results were reported. There was no change to the patients' treatment or care as a result of this event since the initial results were not reported out of the laboratory.